Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
The patient was implanted with xia stainless steel. It was reported that "for the last 4 months she has experienced "hangover-like" symptoms and enlarged lymph nodes. She claimed that in a recent lymph node biopsy the lab found metallic debris. She believes that the debris is from the implanted hardware."

Manufacturer narrative:
Method: risk assessment. Response: this xia stainless steel screw was confirmed according to the correspondence with the sales rep to have fractured causing debris in the patient,. This event occurred post-op but we are unaware of any attempt or plans to perform a revision surgery. The patient reportedly experienced "hangover-like" symptoms and enlarged lymph nodes as a result of the debris originating from the implant. A possible cause for this issue is due to improper blocker insertion into the screw, causing the screw or blocker to crossthread and leave metal shavings in the patient's body. However, this cannot be conclusively determined since the device was not returned and not enough information has been provided for this case. Conclusion: a possible cause for this issue is due to improper blocker insertion into the screw. However, this cannot be conclusively determined since the device was not returned and not enough information has been provided for this case.

Event description:
The patient was implanted with xia stainless steel. It was reported that "for the last 4 months she has experienced "hangover-like" symptoms and enlarged lymph nodes. She claimed that in a recent lymph node biopsy the lab found metallic debris. She believes that the debris is from the implanted hardware."